Manufacturer narrative:
Reference: (B)(4).

Event description:
Hold for je 2.1it was reported that a nurse called in stating that her patient was started renasys go for a past. Surgical wound that had dehisced and opened. Since patient has been on this device, it has been displaying blockage full four times already. The nurse stated she just changed the dressing and canister, checked the tubing to make sure it is not bent or kinked and clp was free from obstructions. She confirmed the device has always been in an upright position. She stated that when she changed the dressing, she felt it was suctioning correctly, but underneath the dressing there seemed to be drainage accumulation and the she believes that the device has not been suctioning properly. The nurse stated she already did "all" the troubleshooting while looking at a manual. Nurse was asked to turn off therapy and power down the device, and then plug the renasys go pump to electrical power, and then power the pump back on and restart therapy. Also to tried milking the tubing or check the 0-ring that is part of the device (not the canister) which may have been occluded with drainage. She was explained that sometimes when dressing application is made, when the hole is not big enough and centered, this may also cause blockage. The nurse replied she will drive back to her patient's house to reassess. No additional information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause could be due to kinks, leaks in the vacuum circuit or a component failure. No lot/serial number has been provided, therefore a review is not possible. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.